Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient experienced hv therapy when bending over to pick up an item. Behavior not reproducible in clinic. X-ray was inconclusive. Echo showed potential micro-perforation.